Manufacturer narrative:
Exact date unknown, event occurred prior to (B)(6) 2021. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed urethral erosion, leading to an explant procedure performed on an unknown date. The patient later underwent a procedure to implant a new aus. No additional patient complications were reported.